Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a loss of therapy in (B)(6) 2015. The patient had not turned the patient pro grammer on for at least a month. There was a return of symptoms and the patient was peeing all over the place. The patient did not feel stimulation. However, troubleshooting resolved the reported issue. There was communication with the implant and it was discovered that the implant was off. The implant was turned on and the patient was on program 2 at 1.8 volts and would see how it goes. The symptom reported was peeing. This was a gradual change in therapy/symptoms. The patient had no problem urinating at night. A catheter was used before the patient went to bed. If additional information is received, a follow up report will be sent.

Event description:
It was reported that during the patient¿s first scheduled or attempted implant procedure on the operating room table there was an issue since the patient had diarrhea and the health care provider (hcp) rescheduled the implant. The patient never had therapeutic effect. The patient was peeing all the time and had to use a catheter, including at night, after which they had 12 oz. Of urine. The patient ¿uses 5 things a day.¿ the patient wasn¿t feeling stimulation before changing programs, but then stated they had felt stimulation at 1.9v on program 4 and 2.0v was too high, so they kept it at 1.9v. The patient mentioned falling on their left side and breaking their ankle in april and the device was on the right side. It was further reported that the patient did not have concerns with their device or therapy and received assistance from their hcp or manufacturer representative and their concerns were resolved. The patient had not yet had an appointment. The patient also still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient would have an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0llse, implanted: (B)(6) 2014, product type: lead. (B)(4).